Manufacturer narrative:
(B)(4).    No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on (B)(6) 2020 and the mesh was implanted. It was reported that the patient was diagnosed with mesh erosion/exposure on (B)(6) 2021 at the 6 month review. It was reported that the patient had a 3mm mesh exposure in left sulcus and possible exposure on the right side. It was also reported that the device was causing the patient pain and bleeding, and now the patient requires mesh removal. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.